Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump kept alarming no delivery from using infusion sets she received from her friend. The patient's blood glucose at the time of incident was 470 mg/dl, which she treated via manual insulin injection. Troubleshooting did not occur as the customer was reporting a past event. She resolved the no delivery issue by changing the infusion set and reservoir. The insulin pump was not returned or replaced.